Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with blood glucose rising after a meal that was not announced, and alerts for high glucose were received; infusion set and supplies had been changed prior to the event, and education was provided on the importance of meal announcements to enable timely dosing. Symptoms included hyperglycemia without reported acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and subsequent stabilization of blood glucose after a later meal announcement, with values trending down from a reported peak and returning to range. Investigation included review of device data and user reports, as well as troubleshooting and educational guidance regarding meal announcements. Investigation of this case revealed that device function was not impaired and that the hyperglycemia was most consistent with user technique related to missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to use error rather than device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.